Event description:
Arthritis [meniscal injury of right knee]. Body temperature was 38.5 degrees celsius [pyrexia]. Joint effusion [meniscal injury of right knee]. Case description: spontaneous report was received on (B)(6) 2013 from a physician regarding a (B)(6) male patient, initials (B)(6) with meniscal injury of right knee inner side. The patient medical history was not provided. On (B)(6) 2012, the patient initiated treatment with first (first course) synvisc (hylan g-f 20) injection, (route of administration not provided), at a dose of 2 ml, once in right knee. The lot number for synvisc was not provided. On the same day, six hours after the synvisc injection, the patient developed arthritis with body temperature of 38.5 degrees celsius and was hospitalized. The treatment with synvisc was permanently discontinued. It was reported that 80 ml of opacified fluid was aspirated from unknown joint. The same day, the patient was treated with antibiotic. The patient received loxonin (loxoprofen) and mucosta (rebamipide) for the event of pain due to arthritis. On (B)(6) 2012, the body temperature of patient was 36.9 degrees celsius and 40 ml of opacified fluid was aspirated from unknown joint. On (B)(6) 2012, the patient recovered from the event of arthritis. The outcome for the events of joint effusion was not provided. Concomitant medication was not provided. The intensity for all the event was not provided. The reporting physician assessed the causal relationship between synvisc and the event of arthritis as definite and did not provide the causal relationship between joint effusion and body temperature 38.5 degrees celsius.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.